Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem 'continuously alarming upstream occlusion' was not reproduced. A review of the event history log revealed multiple events of "upstream occlusion!" However, the history log cannot be used to determine if the alarms were true or false. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified as the ultrasonic sensor was found out of calibration which is a known contributor to the reported problem. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed upstream occlusion. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.